Event description:
Findings for lucencies abnormal radiographic evaluation. Considered not too serious and mild. Event is definitely related to both device and procedure. Original implant date (B)(6) 2017. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).